Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female had a cut from the lifevest. The doctor looked at the pt's skin and prescribed an anti-fungal cream because there was moisture causing the skin irritation. The pt's skin condition improved after the cream was used.

Manufacturer narrative:
Device eval: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.